Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that for a coronary interventional procedure, on unpacking the device, the stent was found to have fallen off of the balloon outside of the sheath inside the package. It was not used on the patient. Another multilink was used to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) noted contrast in the inflation lumen and in the balloon, which is consistent with preparation for use. There was blood in the guide wire lumen, on the shaft, and on the balloon, which is consistent with guide wire advancement, handling, and possible product advancement into the body. This is inconsistent with the reported information that the complaint was observed during unpacking and that the device was not used. The stent implant outer diameters and the inner diameter of the protective sheath met manufacturing criteria. There were multiple kinks and bends throughout the entire length of the hypotube, and two flared struts on the stent implant. Since these damages were not noted during inspection for use, or included in the complaint incident, they may have occurred as a result of handling, packaging, and shipment back to abbott vascular for analysis. The stent implant was dislodged from the balloon and was returned on the stylet along with the protective sheath. However, there were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. The balloon was returned loosely folded, which likely occurred after the stent dislodgement. There was a kink in the protective sheath and a kink in the stylet. In this case, it is possible that pressure was inadvertently applied during removal of the protective sheath, such that the protective sheath and the stylet became kinked and the stent implant dislodged from the balloon; however, due to the reported information and the conflicting results of the returned product analysis, no conclusive cause can be determined for the complaint. There is no indication of a product quality deficiency. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. All stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement/security. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment.